Event description:
The physician made a pass with the silverhawk from inside a bare metal stent to inside another stent. The silverhawk grabbed part of the second stent. The device was turned off and removed for inspection. Pieces of the stent were in the nose cone of the silverhawk.

Manufacturer narrative:
A review of the manufacturing records for this lot did not reveal any discrepancies relevant to this reported event.